Manufacturer narrative:
Event date (B)(6) 2018. Submitted: 08/27/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that an alarm (blower temperature high) occurred twice. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05oct2018. Date of manufacturer: 15aug2018. The following information was inadvertently omitted from the initial report sent 27aug2018: the customer reported that the blower was replaced and the issue was resolved. No parts were returned to philips for evaluation, therefore, a root cause could not be established.